Event description:
It was reported by the customer that their transmitter is damaged. The customer reported that the pins of the transmitter and the connector are damaged. Customer's blood glucose level at the time 201mg.dl. No additional information is provided.

Manufacturer narrative:
.